Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2009. It was reported that the patient was recharging her ipg every 1-2 days. The patient reported that the battery would be fully charged, but it felt like she was losing stimulation. The patient also reported a heating sensation while recharging (reference manufacturer report 1627487-2011-02490). The ipg was electively explanted and replaced on (B)(6) 2011. No additional information is available at this time.